Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036 internal reference number: "report late due to asr to individual reporting transition"'. '"(B)(4) is both the manufacturer and importer and no report from the importer to the manufacturer is needed."'

Event description:
Implant failed due to failure to osseointegrate.